Event description:
It was reported by a company representative that during a replacement surgery high impedance warnings were seen with the new generator. The lead was disconnected and impedance was tested with the test resistor in place, which resulted in about 3,400 ohms. The lead was then reinserted back into the generator and the lead was visualized past the connector block. The diagnostics then resulted in high impedance again. The patient was then closed, and diagnostics results afterward showed high impedance. After the patient went to post-op, the settings were increased to 2.0ma and then to 2.25ma, which she commented that she was not able to feel the stimulation, and was present prior to the surgery. The diagnostics were again performed, which resulted in high impedance. The patient and her husband said there was a bike accident two weeks prior, but did not believe that the lead or the generator was affected. They said that the patient had been doing really well, but about six months ago the depression had come back aggressively. Lead replacement surgery occurred (B)(6) 2018. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed for the returned lead. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil break show that pitting or electro-etching conditions have occurred at the break location. A portion of the lead, including the electrode array was not returned for analysis, and an evaluation and could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
Analysis was completed for the returned generator. The device passed all communication testing on the bench. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the diagnostics data were inadvertently not provided on the initial report.